Event description:
Healthcare professional reported capsular contracture baker grade iii on the right-side, and "thick capsule, no periprosthetic liquid, no suspected mass, no rupture". The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii on the right-side, and "thick capsule, no periprosthetic liquid, no suspected mass, no rupture". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the shell and weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.